Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), uterine perforation ('device migration/ perforation (uterus)/ iud that appears to be perforating the myometrium of the uterus'), ectopic pregnancy ('multiple ectopic pregnancies') and pelvic pain ('pelvic pain/physical pain') in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in (B)(6) 2017 and irritable. Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008; for pervent pregnancy: mirena from 2006 to 2007; for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2009 and sprintec. Past adverse reactions to the above products included adverse drug reaction with depo provera and mirena. Concurrent conditions included body mass index normal, vaginal odor, bacterial vaginosis, candida nos, bleeding breakthrough, lethargy, appetite lost, adnexa uteri pain, post coital bleeding, abdominal tenderness, uterus enlarged, anemia, congenital uterine anomaly, perimenopause, psychosexual disorder, endometriosis, scar, menstruation irregular, bradycardia, cardiac arrhythmia, tachycardia, orthopnea and uterine fibroids. Concomitant products included calcium, docusate, metronidazole (flagyl), miconazole nitrate (monistat), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, pulsatilla pratensis (pulsatilla), spironolactone and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), acne ("acne"), depression ("depression / psych injury") and anxiety ("mental anguish / psych injury") and was found to have weight decreased ("weight loss"), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("experience complications"), menstrual disorder ("menstruation issues"), infection ("infections"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with methotrexate and surgery (surgical removal of the device due to complications from the essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, ectopic pregnancy, complication associated with device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, acne, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge, weight decreased, abdominal pain and vaginal infection outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, anxiety, complication associated with device, depression, device breakage, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: during insertion, five coils seen on the right side. On (B)(6) 2017 (based on mr info) patient had a positive pregnancy after essure removal (tubal reversal). She declined methotrexate (mtx). On (B)(6) 2017 (based on mr info) second ectopic pregnancy in left tube was not excluded given beta hcg and absence of definite intrauterine pregnancy. She was treated with multiple weekly doses of mtx. Discrepancies noted in medical records and not enough information regarding essure removal has been reported ((B)(6) 2017 and (B)(6) 2018). It was reported that iud that appears to be perforating the myometrium of the uterus. Recommend either real time ultrasound with physician present, or, if unavailable, MRI 'pelvis. In either case, the iud is situated within the endometrial canal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: essure contraceptive devices in place with 2 separate coils inferiorly on the right suggesting coil fragmentation. A 1.3 soft tissue density lesion in superior right hepatic lobe.; on (B)(6) 2018: 4 mm foreign body interstitial portion of the left fallopian tube. Possible retained iud or essure fragment.. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2018: 1. Curvilinear focus of hypointense t2 signal extending from the most anterior aspect of the endometrial canal through the cervix. Considerations include blood clots or complex fluid. Iud fragments are not definitively identified on this examination. If there is concern for retained iud fragments or other foreign body, CT pelvis is recommended. 2. Findings suggestive of adenomyosis. 3. Ill -defined mass like focus within uterine body measuring 2.8 cm which likely represents intramural fibroid or possibly focal adenomyomatosis.. Pathology test - on (B)(6) 2018: results: left fallopian tube consists of 5 cm long x 0.4 cm in diameter segment of non-fimbriated fallopian tube and a 2.3 cm long x 0.4 cm distal segment of fimbriated fallopian tube. Serosa of each is smooth pink tan. Attached to the fimbriated end of the distal tube segment is a 0.5 cm in diameter pedunculated peritubal cyst. The stalk of the cyst measures 1.0 cm in length x 0.1 cm in diameter. Sectioning reveals the lumen of each fallopian tube segment to be patent and unremarkable. No contraceptive coil is grossly identified. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2014: an iud is seen, on image 21/42 shows an iud that appears to be perforating the myometrium of the uterus. Recommend real time ultrasound, MRI. The iud is situated within the endometrial canal.; on (B)(6) 2017: conclusion: approximately 2.4 cm cystic structure in the right cornu region, concern for ectopic pregnancy. A 2.2 cm right thick walled lesion with central cystic lesion and possible internal debris. Possible corpus luteal cysts, however ectopic cannot be excluded given elevated beta hcg and absence of definite intrauterine pregnancy. Trace free fluid in pelvic cul de sac.; on (B)(6) 2017: gestational sac / fetal pole within the right cornual region without identifiable fetal heart rate, consistent with known cornual ectopic pregnancy. Slight interval increase in size of gestational sac, previously measured 1.5 cm now 1.8 cm. No free fluid in pelvis. Stable right corpus luteal cyst. Two isoechoic lesions in the anterior and posterior portions of the uterus, suggestive of leiomyoma. X-ray of pelvis and hip - on (B)(6) 2018: tiny metallic density seen overlying the left pelvis, near the left cornua. Could possibly represent a retained fragment of an essure microcatheter, however other etiologies cannot be excluded. CT of ultrasound of pelvis may be helpful for further evaluation. Large uterine filling defect in the left cornua and body of uterus, most likely represents fibroid or polyp. Patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal discharge, fatigue, weight loss, dyspareunia, infection. Lot number: 636098, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: reporters, patient demographics and medical history were added. Added events infection (bladder/ urinary tract/vaginal) type: vaginal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant / fracture'), uterine perforation ('device migration/ perforation (uterus)/ iud that appears to be perforating the myometrium of the uterus'), ectopic pregnancy ('multiple ectopic pregnancies') and pelvic pain ('pelvic pain/physical pain') in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in (B)(6) 2017 and irritable. Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008; for pervent pregnancy: mirena from 2006 to 2007; for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2009 and sprintec. Past adverse reactions to the above products included adverse drug reaction with depo provera and mirena. Concurrent conditions included body mass index normal, vaginal odor, bacterial vaginosis, candida nos, bleeding breakthrough, lethargy, appetite lost, adnexa uteri pain, post coital bleeding, abdominal tenderness, uterus enlarged, anemia, congenital uterine anomaly, perimenopause, psychosexual disorder, endometriosis, scar, menstruation irregular, bradycardia, cardiac arrhythmia, tachycardia, orthopnea and uterine fibroids. Concomitant products included calcium, docusate, metronidazole (flagyl), miconazole nitrate (monistat), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, pulsatilla pratensis (pulsatilla), spironolactone and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), acne ("acne"), depression ("depression / psych injury") and anxiety ("mental anguish / psych injury") and was found to have weight decreased ("weight loss"), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("experience complications"), menstrual disorder ("menstruation issues"), infection ("infections"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with methotrexate and surgery (surgical removal of the device due to complications from the essure and surgical removal of the device due to complications from the essure, salpingectomy - unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, ectopic pregnancy, complication associated with device, menstrual disorder, infection, fatigue, acne, vulvovaginal mycotic infection, depression, anxiety, weight decreased and post procedural complication outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, abdominal pain, vaginal infection, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, urinary tract disorder and bladder disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, anxiety, bacterial vaginosis, bladder disorder, complication associated with device, depression, device breakage, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: during insertion, five coils seen on the right side. On (B)(6) 2017 (based on mr info) patient had a positive pregnancy after essure removal (tubal reversal). She declined methotrexate (mtx). On (B)(6) 2017 (based on mr info) second ectopic pregnancy in left tube was not excluded given beta hcg and absence of definite intrauterine pregnancy. She was treated with multiple weekly doses of mtx. Discrepancies noted in medical records and not enough information regarding essure removal has been reported ((B)(6) 2017 and (B)(6) 2018). It was reported that iud that appears to be perforating the myometrium of the uterus. Recommend either real time ultrasound with physician present, or, if unavailable, MRI 'pelvis. In either case, the iud is situated within the endometrial canal. Treatment received for fracture/expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: essure contraceptive devices in place with 2 separate coils inferiorly on the right suggesting coil fragmentation. A 1.3 soft tissue density lesion in superior right hepatic lobe.; on (B)(6) 2018: 4 mm foreign body interstitial portion of the left fallopian tube. Possible retained iud or essure fragment. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Magnetic resonance imaging abdominal - on (B)(6) 2018: 1. Curvilinear focus of hypointense t2 signal extending from the most anterior aspect of the endometrial canal through the cervix. Considerations include blood clots or complex fluid. Iud fragments are not definitively identified on this examination. If there is concern for retained iud fragments or other foreign body, CT pelvis is recommended. 2. Findings suggestive of adenomyosis. 3. Ill -defined mass like focus within uterine body measuring 2.8 cm which likely represents intramural fibroid or possibly focal adenomyomatosis.. Pathology test - on (B)(6) 2018: results: left fallopian tube consists of 5 cm long x 0.4 cm in diameter segment of non-fimbriated fallopian tube and a 2.3 cm long x 0.4 cm distal segment of fimbriated fallopian tube. Serosa of each is smooth pink tan. Attached to the fimbriated end of the distal tube segment is a 0.5 cm in diameter pedunculated peritubal cyst. The stalk of the cyst measures 1.0 cm in length x 0.1 cm in diameter. Sectioning reveals the lumen of each fallopian tube segment to be patent and unremarkable. No contraceptive coil is grossly identified. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2014: an iud is seen, on image 21/42 shows an iud that appears to be perforating the myometrium of the uterus. Recommend real time ultrasound, MRI. The iud is situated within the endometrial canal.; on (B)(6) 2017: conclusion: approximately 2.4 cm cystic structure in the right cornu region, concern for ectopic pregnancy. A 2.2 cm right thick walled lesion with central cystic lesion and possible internal debris. Possible corpus luteal cysts, however ectopic cannot be excluded given elevated beta hcg and absence of definite intrauterine pregnancy. Trace free fluid in pelvic cul de sac.; on (B)(6) 2017: gestational sac / fetal pole within the right cornual region without identifiable fetal heart rate, consistent with known cornual ectopic pregnancy. Slight interval increase in size of gestational sac, previously measured 1.5 cm now 1.8 cm. No free fluid in pelvis. Stable right corpus luteal cyst. Two isoechoic lesions in the anterior and posterior portions of the uterus, suggestive of leiomyoma. X-ray of pelvis and hip - on (B)(6) 2018: tiny metallic density seen overlying the left pelvis, near the left cornua. Could possibly represent a retained fragment of an essure microcatheter, however other etiologies cannot be excluded. CT of ultrasound of pelvis may be helpful for further evaluation. Large uterine filling defect in the left cornua and body of uterus, most likely represents fibroid or polyp. Patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal discharge, fatigue, weight loss, dyspareunia, infection. Lot number: 636098 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: outcome of the events ¿abnormal bleeding (vaginal)¿, ¿abnormal bleeding (menorrhagia)¿, ¿general abnormal bleeding¿ ¿vaginal discharge¿, ¿bacterial vaginosis¿ and ¿candidal vaginosis¿ was updated to recovered/resolved. Reporter causality comment was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain'), uterine perforation ('device migration/ perforation (uterus)') and ectopic pregnancy ('multiple ectopic pregnancies') in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in (B)(6) 2017 and irritable. Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008; for pervent pregnancy: mirena from 2006 to 2007. Past adverse reactions to the above products included adverse drug reaction with depo provera and mirena. Concurrent conditions included body mass index normal, vaginal odor, bacterial vaginosis, candida nos, bleeding breakthrough, lethargy, appetite lost, adnexa uteri pain, post coital bleeding, abdominal tenderness, uterus enlarged, anemia, congenital uterine anomaly, perimenopause, psychosexual disorder, endometriosis, scar, menstruation irregular, bradycardia, cardiac arrhythmia, tachycardia, orthopnea and uterine fibroids. Concomitant products included calcium, docusate, metronidazole (flagyl), miconazole nitrate (monistat), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, pulsatilla pratensis (pulsatilla), spironolactone and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), acne ("acne"), depression ("depression") and anxiety ("mental anguish") and was found to have weight decreased ("weight loss"), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device breakage ("fractured implant"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("experience complications"), menstrual disorder ("menstruation issues"), infection ("infections") and female sexual dysfunction ("apareunia"). The patient was treated with methotrexate and surgery (surgical removal of the device due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the uterine perforation, ectopic pregnancy, device breakage, complication associated with device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, acne, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered acne, anxiety, complication associated with device, depression, device breakage, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: during insertion, five coils seen on the right side. On (B)(6) 2017 (based on mr info) patient had a positive pregnancy after essure removal (tubal reversal). She declined methotrexate (mtx). On (B)(6) 2017 (based on mr info) second ectopic pregnancy in left tube was not excluded given beta hcg and absence of definite intrauterine pregnancy. She was treated with multiple weekly doses of mtx. Discrepancies noted in medical records and not enough information regarding essure removal has been reported ((B)(6) 2017 and (B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: essure contraceptive devices in place with 2 separate coils inferiorly on the right suggesting coil fragmentation. A 1.3 soft tissue density lesion in superior right hepatic lobe.; on (B)(6) 2018: 4 mm foreign body interstitial portion of the left fallopian tube. Possible retained iud or essure fragment.. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Nuclear magnetic resonance imaging abdominal - on (B)(6) 2018: 1. Curvilinear focus of hypointense t2 signal extending from the most anterior aspect of the endometrial canal through the cervix. Considerations include blood clots or complex fluid. Iud fragments are not definitively identified on this examination. If there is concern for retained iud fragments or other foreign body, CT pelvis is recommended. 2. Findings suggestive of adenomyosis. 3. Ill -defined mass like focus within uterine body measuring 2.8 cm which likely represents intramural fibroid or possibly focal adenomyomatosis. Pathology test - on (B)(6) 2018: results: left fallopian tube consists of 5 cm long x 0.4 cm in diameter segment of non-fimbriated fallopian tube and a 2.3 cm long x 0.4 cm distal segment of fimbriated fallopian tube. Serosa of each is smooth pink tan. Attached to the fimbriated end of the distal tube segment is a 0.5 cm in diameter pedunculated peritubal cyst. The stalk of the cyst measures 1.0 cm in length x 0.1 cm in diameter. Sectioning reveals the lumen of each fallopian tube segment to be patent and unremarkable. No contraceptive coil is grossly identified. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2014: an iud is seen, on image 21/42 shows an iud that appears to be perforating the myometrium of the uterus. Recommend real time ultrasound, MRI. The iud is situated within the endometrial canal.; on (B)(6) 2017: conclusion: approximately 2.4 cm cystic structure in the right cornu region, concern for ectopic pregnancy. A 2.2 cm right thick walled lesion with central cystic lesion and possible internal debris. Possible corpus luteal cysts, however ectopic cannot be excluded given elevated beta hcg and absence of definite intrauterine pregnancy. Trace free fluid in pelvic cul de sac.; on (B)(6) 2017: gestational sac / fetal pole within the right cornual region without identifiable fetal heart rate, consistent with known cornual ectopic pregnancy. Slight interval increase in size of gestational sac, previously measured 1.5 cm now 1.8 cm. No free fluid in pelvis. Stable right corpus luteal cyst. Two isoechoic lesions in the anterior and posterior portions of the uterus, suggestive of leiomyoma. X-ray of pelvis and hip - on (B)(6) 2018: tiny metallic density seen overlying the left pelvis, near the left cornua. Could possibly represent a retained fragment of an essure microcatheter, however other etiologies cannot be excluded. CT of ultrasound of pelvis may be helpful for further evaluation. Large uterine filling defect in the left cornua and body of uterus, most likely represents fibroid or polyp. Patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal discharge, fatigue, weight loss, dyspareunia, infection, most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr was received. Reporter information was updated. Lot number was added. The event device migration was updated to device migration/ perforation (uterus). New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection: vaginal, apareunia, dyspareunia (painful sexual intercourse), fatigue, hormonal changes: acne, psychological or psychiatric problems: depression, psychological or psychiatric problems: mental anguish, vaginal, weight loss were added. Concomitant drugs, historical drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ('multiple ectopic pregnancies'), pelvic pain ('pelvic pain/physical pain'), uterine perforation ('device migration/ perforation (uterus)') and device breakage ('fractured implant') in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in (B)(6) 2017 and irritable. Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008; for pervent pregnancy: mirena from 2006 to 2007. Past adverse reactions to the above products included adverse drug reaction with depo provera and mirena. Concurrent conditions included body mass index normal, vaginal odor, bacterial vaginosis, candida nos, bleeding breakthrough, lethargy, appetite lost, adnexa uteri pain, post coital bleeding, abdominal tenderness, uterus enlarged, anemia, congenital uterine anomaly, perimenopause, psychosexual disorder, endometriosis, scar, menstruation irregular, bradycardia, cardiac arrhythmia, tachycardia, orthopnea and uterine fibroids. Concomitant products included calcium, docusate, metronidazole (flagyl), miconazole nitrate (monistat), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, pulsatilla pratensis (pulsatilla), spironolactone and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), acne ("acne"), depression ("depression / psych injury") and anxiety ("mental anguish / psych injury") and was found to have weight decreased ("weight loss"), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("experience complications"), menstrual disorder ("menstruation issues"), infection ("infections"), female sexual dysfunction ("apareunia") and abdominal pain ("abdominal pain"). The patient was treated with methotrexate and surgery (surgical removal of the device due to complications from the essure). Essure was removed on 30-oct-2018. At the time of the report, the ectopic pregnancy, uterine perforation, device breakage, complication associated with device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, acne, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge, weight decreased and abdominal pain outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, anxiety, complication associated with device, depression, device breakage, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: during insertion, five coils seen on the right side. On (B)(6) 2017 (based on mr info) patient had a positive pregnancy after essure removal (tubal reversal). She declined methotrexate (mtx). On (B)(6) 2017 (based on mr info) second ectopic pregnancy in left tube was not excluded given beta hcg and absence of definite intrauterine pregnancy. She was treated with multiple weekly doses of mtx. Discrepancies noted in medical records and not enough information regarding essure removal has been reported (B)(6) 2017 and (B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: essure contraceptive devices in place with 2 separate coils inferiorly on the right suggesting coil fragmentation. A 1.3 soft tissue density lesion in superior right hepatic lobe.; on (B)(6) 2018: 4 mm foreign body interstitial portion of the left fallopian tube. Possible retained iud or essure fragment.. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Nuclear magnetic resonance imaging abdominal - on(B)(6) 2018: 1. Curvilinear focus of hypointense t2 signal extending from the most anterior aspect of the endometrial canal through the cervix. Considerations include blood clots or complex fluid. Iud fragments are not definitively identified on this examination. If there is concern for retained iud fragments or other foreign body, CT pelvis is recommended. 2. Findings suggestive of adenomyosis. 3. Ill -defined mass like focus within uterine body measuring 2.8 cm which likely represents intramural fibroid or possibly focal adenomyomatosis.. Pathology test - on (B)(6) 2018: results: left fallopian tube consists of 5 cm long x 0.4 cm in diameter segment of non-fimbriated fallopian tube and a 2.3 cm long x 0.4 cm distal segment of fimbriated fallopian tube. Serosa of each is smooth pink tan. Attached to the fimbriated end of the distal tube segment is a 0.5 cm in diameter pedunculated peritubal cyst. The stalk of the cyst measures 1.0 cm in length x 0.1 cm in diameter. Sectioning reveals the lumen of each fallopian tube segment to be patent and unremarkable. No contraceptive coil is grossly identified. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2014: an iud is seen, on image 21/42 shows an iud that appears to be perforating the myometrium of the uterus. Recommend real time ultrasound, MRI. The iud is situated within the endometrial canal.; on (B)(6) 2017: conclusion: approximately 2.4 cm cystic structure in the right cornu region, concern for ectopic pregnancy. A 2.2 cm right thick walled lesion with central cystic lesion and possible internal debris. Possible corpus luteal cysts, however ectopic cannot be excluded given elevated beta hcg and absence of definite intrauterine pregnancy. Trace free fluid in pelvic cul de sac.; on 30-oct-2017: gestational sac / fetal pole within the right cornual region without identifiable fetal heart rate, consistent with known cornual ectopic pregnancy. Slight interval increase in size of gestational sac, previously measured 1.5 cm now 1.8 cm. No free fluid in pelvis. Stable right corpus luteal cyst. Two isoechoic lesions in the anterior and posterior portions of the uterus, suggestive of leiomyoma.. X-ray of pelvis and hip - on (B)(6) 2018: tiny metallic density seen overlying the left pelvis, near the left cornua. Could possibly represent a retained fragment of an essure microcatheter, however other etiologies cannot be excluded. CT of ultrasound of pelvis may be helpful for further evaluation. Large uterine filling defect in the left cornua and body of uterus, most likely represents fibroid or polyp. Patent right fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal discharge, fatigue, weight loss, dyspareunia, infection, lot number: 636098 manufacture date: 2009-04 expiration date: 2012-04 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event abdominal pain added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant / fracture'), uterine perforation ('device migration/ perforation (uterus)/ iud that appears to be perforating the myometrium of the uterus'), ectopic pregnancy ('multiple ectopic pregnancies') and pelvic pain ('pelvic pain/physical pain') in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in (B)(6) 2017 and irritable. Previously administered products included for prevent pregnancy: depo provera from 2007 to 2008; for pervent pregnancy: mirena from 2006 to 2007; for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2009 and sprintec. Past adverse reactions to the above products included adverse drug reaction with depo provera and mirena. Concurrent conditions included body mass index normal, vaginal odor, bacterial vaginosis, candida nos, bleeding breakthrough, lethargy, appetite lost, adnexa uteri pain, post coital bleeding, abdominal tenderness, uterus enlarged, anemia, congenital uterine anomaly, perimenopause, psychosexual disorder, endometriosis, scar, menstruation irregular, bradycardia, cardiac arrhythmia, tachycardia, orthopnea and uterine fibroids. Concomitant products included calcium, docusate, metronidazole (flagyl), miconazole nitrate (monistat), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, pulsatilla pratensis (pulsatilla), spironolactone and vitamins nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), acne ("acne"), depression ("depression / psych injury") and anxiety ("mental anguish / psych injury") and was found to have weight decreased ("weight loss"), 1 month 3 days after insertion of essure. On (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("experience complications"), menstrual disorder ("menstruation issues"), infection ("infections"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), genital haemorrhage ("general abnormal bleeding"), bacterial vaginosis ("bacterial vaginosis"), vulvovaginal candidiasis ("candidal vaginosis"), urinary tract disorder ("bladder / urinary"), bladder disorder ("bladder / urinary") and post procedural complication ("post removal complication-yes"). The patient was treated with methotrexate and surgery (surgical removal of the device due to complications from the essure and surgical removal of the device due to complications from the essure, salpingectomy - unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, uterine perforation, ectopic pregnancy, complication associated with device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, fatigue, acne, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge, weight decreased, vaginal infection, genital haemorrhage, bacterial vaginosis, vulvovaginal candidiasis and post procedural complication outcome was unknown and the pelvic pain, dyspareunia, abdominal pain, urinary tract disorder and bladder disorder had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, acne, anxiety, bacterial vaginosis, bladder disorder, complication associated with device, depression, device breakage, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: during insertion, five coils seen on the right side. On (B)(6) 2017 (based on mr info) patient had a positive pregnancy after essure removal (tubal reversal). She declined methotrexate (mtx). On (B)(6) 2017 (based on mr info) second ectopic pregnancy in left tube was not excluded given beta hcg and absence of definite intrauterine pregnancy. She was treated with multiple weekly doses of mtx. Discrepancies noted in medical records and not enough information regarding essure removal has been reported ((B)(6) 2017 and (B)(6) 2018). It was reported that iud that appears to be perforating the myometrium of the uterus. Recommend either real time ultrasound with physician present, or, if unavailable, MRI 'pelvis. In either case, the iud is situated within the endometrial canal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2014: essure contraceptive devices in place with 2 separate coils inferiorly on the right suggesting coil fragmentation. A 1.3 soft tissue density lesion in superior right hepatic lobe.; on (B)(6) 2018: 4 mm foreign body interstitial portion of the left fallopian tube. Possible retained iud or essure fragment. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Magnetic resonance imaging abdominal - on (B)(6) 2018: 1. Curvilinear focus of hypointense t2 signal extending from the most anterior aspect of the endometrial canal through the cervix. Considerations include blood clots or complex fluid. Iud fragments are not definitively identified on this examination. If there is concern for retained iud fragments or other foreign body, CT pelvis is recommended. 2. Findings suggestive of adenomyosis. 3. Ill -defined mass like focus within uterine body measuring 2.8 cm which likely represents intramural fibroid or possibly focal adenomyomatosis.. Pathology test - on (B)(6) 2018: results: left fallopian tube consists of 5 cm long x 0.4 cm in diameter segment of non-fimbriated fallopian tube and a 2.3 cm long x 0.4 cm distal segment of fimbriated fallopian tube. Serosa of each is smooth pink tan. Attached to the fimbriated end of the distal tube segment is a 0.5 cm in diameter pedunculated peritubal cyst. The stalk of the cyst measures 1.0 cm in length x 0.1 cm in diameter. Sectioning reveals the lumen of each fallopian tube segment to be patent and unremarkable. No contraceptive coil is grossly identified. Pregnancy test urine - on (B)(6) 2018: negative. Ultrasound pelvis - on (B)(6) 2014: an iud is seen, on image 21/42 shows an iud that appears to be perforating the myometrium of the uterus. Recommend real time ultrasound, MRI. The iud is situated within the endometrial canal.; on (B)(6) 2017: conclusion: approximately 2.4 cm cystic structure in the right cornu region, concern for ectopic pregnancy. A 2.2 cm right thick walled lesion with central cystic lesion and possible internal debris. Possible corpus luteal cysts, however ectopic cannot be excluded given elevated beta hcg and absence of definite intrauterine pregnancy. Trace free fluid in pelvic cul de sac.; on (B)(6) 2017: gestational sac / fetal pole within the right cornual region without identifiable fetal heart rate, consistent with known cornual ectopic pregnancy. Slight interval increase in size of gestational sac, previously measured 1.5 cm now 1.8 cm. No free fluid in pelvis. Stable right corpus luteal cyst. Two isoechoic lesions in the anterior and posterior portions of the uterus, suggestive of leiomyoma. X-ray of pelvis and hip - on (B)(6) 2018: tiny metallic density seen overlying the left pelvis, near the left cornua. Could possibly represent a retained fragment of an essure microcatheter, however other etiologies cannot be excluded. CT of ultrasound of pelvis may be helpful for further evaluation. Large uterine filling defect in the left cornua and body of uterus, most likely represents fibroid or polyp. Patent right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal discharge, fatigue, weight loss, dyspareunia, infection. Lot number: 636098 manufacture date: 2009-04 expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, bacterial vaginosis, candidal vaginosis, bladder / urinary, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/physical pain'), uterine perforation ('device migration/ perforation (uterus)'), ectopic pregnancy ('multiple ectopic pregnancies') and device breakage ('fractured implant') in a 27-year-old female patient who had essure (batch no. 636098) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in (B)(6)2017 and irritable. Previously administered products included for prevent pregnancy: depo provera from (B)(6) to (B)(6); for pervent pregnancy: mirena from (B)(6) to (B)(6). Past adverse reactions to the above products included adverse drug reaction with depo provera and mirena. Concurrent conditions included body mass index normal, vaginal odor, bacterial vaginosis, candida nos, bleeding breakthrough, lethargy, appetite lost, adnexa uteri pain, post coital bleeding, abdominal tenderness, uterus enlarged, anemia, congenital uterine anomaly, perimenopause, psychosexual disorder, endometriosis, scar, menstruation irregular, bradycardia, cardiac arrhythmia, tachycardia, orthopnea and uterine fibroids. Concomitant products included calcium, docusate, metronidazole (flagyl), miconazole nitrate (monistat), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6)2009, pulsatilla pratensis (pulsatilla), spironolactone and vitamins nos. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), acne ("acne"), depression ("depression") and anxiety ("mental anguish") and was found to have weight decreased ("weight loss"), 1 month 3 days after insertion of essure. On (B)(6)2010, the patient experienced vulvovaginal mycotic infection ("infection: vaginal") and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criterion medically significant). On (B)(6)2014, the patient experienced device breakage (seriousness criterion medically significant). On (B)(6)2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient was found to have an ectopic pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced complication associated with device ("experience complications"), menstrual disorder ("menstruation issues"), infection ("infections") and female sexual dysfunction ("apareunia"). The patient was treated with methotrexate and surgery (surgical removal of the device due to complications from the essure). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain had resolved and the uterine perforation, ectopic pregnancy, device breakage, complication associated with device, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, acne, vulvovaginal mycotic infection, depression, anxiety, vaginal discharge and weight decreased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered acne, anxiety, complication associated with device, depression, device breakage, dyspareunia, ectopic pregnancy, fatigue, female sexual dysfunction, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: during insertion, five coils seen on the right side. On (B)(6)2017 (based on mr info) patient had a positive pregnancy after essure removal (tubal reversal). She declined methotrexate (mtx). On (B)(6)2017 (based on mr info) second ectopic pregnancy in left tube was not excluded given beta hcg and absence of definite intrauterine pregnancy. She was treated with multiple weekly doses of mtx. Discrepancies noted in medical records and not enough information regarding essure removal has been reported ((B)(6)2017 and (B)(6)2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Computerised tomogram pelvis - on (B)(6)2014: essure contraceptive devices in place with 2 separate coils inferiorly on the right suggesting coil fragmentation. A 1.3 soft tissue density lesion in superior right hepatic lobe.; on (B)(6)2018: 4 mm foreign body interstitial portion of the left fallopian tube. Possible retained iud or essure fragment.. Hysterosalpingogram - on (B)(6)2010: essure device was successfully occluded. Sometime after implant of the essure device. Nuclear magnetic resonance imaging abdominal - on (B)(6)2018: 1. Curvilinear focus of hypointense t2 signal extending from the most anterior aspect of the endometrial canal through the cervix. Considerations include blood clots or complex fluid. Iud fragments are not definitively identified on this examination. If there is concern for retained iud fragments or other foreign body, CT pelvis is recommended. 2. Findings suggestive of adenomyosis. 3. Ill -defined mass like focus within uterine body measuring 2.8 cm which likely represents intramural fibroid or possibly focal adenomyomatosis.. Pathology test - on (B)(6)2018: results: left fallopian tube consists of 5 cm long x 0.4 cm in diameter segment of non-fimbriated fallopian tube and a 2.3 cm long x 0.4 cm distal segment of fimbriated fallopian tube. Serosa of each is smooth pink tan. Attached to the fimbriated end of the distal tube segment is a 0.5 cm in diameter pedunculated peritubal cyst. The stalk of the cyst measures 1.0 cm in length x 0.1 cm in diameter. Sectioning reveals the lumen of each fallopian tube segment to be patent and unremarkable. No contraceptive coil is grossly identified. Pregnancy test urine - on (B)(6)2018: negative. Ultrasound pelvis - on (B)(6)2014: an iud is seen, on image 21/42 shows an iud that appears to be perforating the myometrium of the uterus. Recommend real time ultrasound, MRI. The iud is situated within the endometrial canal.; on (B)(6)2017: conclusion: approximately 2.4 cm cystic structure in the right cornu region, concern for ectopic pregnancy. A 2.2 cm right thick walled lesion with central cystic lesion and possible internal debris. Possible corpus luteal cysts, however ectopic cannot be excluded given elevated beta hcg and absence of definite intrauterine pregnancy. Trace free fluid in pelvic cul de sac.; on (B)(6) 2017: gestational sac / fetal pole within the right cornual region without identifiable fetal heart rate, consistent with known cornual ectopic pregnancy. Slight interval increase in size of gestational sac, previously measured 1.5 cm now 1.8 cm. No free fluid in pelvis. Stable right corpus luteal cyst. Two isoechoic lesions in the anterior and posterior portions of the uterus, suggestive of leiomyoma.. X-ray of pelvis and hip - on(B)(6)2018: tiny metallic density seen overlying the left pelvis, near the left cornua. Could possibly represent a retained fragment of an essure microcatheter, however other etiologies cannot be excluded. CT of ultrasound of pelvis may be helpful for further evaluation. Large uterine filling defect in the left cornua and body of uterus, most likely represents fibroid or polyp. Patent right fallopian tube.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal discharge, fatigue, weight loss, dyspareunia, infection, lot number: 636098 manufacture date: 2009-04 expiration date: 2012-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fractured implant") and ectopic pregnancy ("multiple ectopic pregnancies") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/physical pain"), complication associated with device ("experience complications"), menstrual disorder ("menstruation issues") and infection and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgical removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, device breakage, ectopic pregnancy, pelvic pain, complication associated with device, menstrual disorder and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered complication associated with device, device breakage, device dislocation, ectopic pregnancy, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient had an unspecified number of ectopic pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("fractured implant") and ectopic pregnancy with contraceptive device ("multiple ectopic pregnancies") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/physical pain"), complication associated with device ("experience complications"), menstrual disorder ("menstruation issues") and infection ("infections") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent surgical removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation, device breakage, ectopic pregnancy with contraceptive device, pelvic pain, complication associated with device, menstrual disorder and infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered complication associated with device, device breakage, device dislocation, ectopic pregnancy with contraceptive device, infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: patient had an unspecified number of ectopic pregnancies. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Sometime after implant of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-mar-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.